Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 8598a (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2020; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal via an implantable pump. It was reported that the patient presented with withdrawal symptoms. Upon inspection, the hcp decided to do a catheter revision and pump replacement. Cerebrospinal fluid (csf) was noted after the catheter revision and medication was reduced per the managing hcp. The issue was resolved at the time of the report.

Manufacturer narrative:
Revised: b5/codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a patient representative (rep) stated that the space on the letter was not enough to explain what happen to the patient. The rep said that the patient was in the emergency room (ER) 5 times, admitted twice and had surgery once. The rep said that they called to asked what happen to the pump but they won't tell them and told they were not allowed to tell to the patient rep. The rep said that the people who make baclofen called them 3 hours later and they gave them their story of what happen and the rep did not know what they want and what they wanted them to do. The rep stated that it was only implanted for 3.5 years and was supposed to be good for 7 years. The rep made a comment that the patient lost 30 pounds, and they were told it was due to spasticity, and it was like they were walking 15 miles a day. The rep said that patient had a very bad baclofen withdrawal and the patient muscles started to deteriorate and kidney started to fail. The rep stated that the patient was in 3 different hospitals. The patient will not visit a doctor until march 8th. The agent offered to connect to the MDR voicemail box. The patient will leave messages to the voicemail box.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer inquiring about the pump recalls. The patient representative (rep) reported that the patient has intermittently had a low-grade fever since the replacement pump was put in and an increase in spasticity as well. The agent redirected the rep to the managing physician.

Manufacturer narrative:
Updated ndp3066 into known event due to the updated process from 2026-02-20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (caller) regarding a patient receiving intrathecal baclofen via an implantable pump for intractable spasticity. It was reported that the reason for the call was the caller stated about 1 month to maybe 3 weeks ago, the patient started having symptoms of baclofen withdrawal. The caller stated they took the patient to the emergency room (ER) and had the pump checked and they were told the pump was fine. The caller stated the hospital pumped the patient full of fluids and gave the patient oral baclofen every 4 hours and sent the patient home. The caller stated a couple of days later the patient was in so much pain they were curled up into a ball and crying and screaming from the pain. The caller stated they went back to the ER where they again pumped the patient full of fluids, oral baclofen every 4 hours and sent the patient home. The caller stated there had been no reported volume discrepancies that they were aware of. The caller stated the patient had a catheter dye study was done about 2 weeks prior to the pump being replaced, which would have been around (B)(6) 2025 since the pump was replaced on (B)(6) 2025. The caller stated they were told the dye study showed no issues. The caller stated they were told there was about 17 cc or something of medication left in the pump. The caller stated 2 days later the pump medication was gone and the caller confirmed the pump was dry and there was no more medication in the pump. The caller stated the pump was replaced on (B)(6) 2025 and the caller states the surgeon told the caller the bladder in the pump had broken and there was no medication at all in the pump. The caller states the pump has been requested to be sent back to mdt for analysis. The agent reviewed once the analysis was completed the letter would be sent to the requesting physician and it would be the doctor's discretion to review with the caller/patient. The caller stated the patient has had many pumps but never has had any issues. The caller asked how they would know if the pump was not functioning. The agent reviewed pump alarms. The caller stated they did not hear any alarms. The caller asked if the pump had any current recalls and the agent reviewed. The caller requested a patient manual. The agent sent request for literature and the caller mentioned the patient had gone through baclofen withdrawal before. The caller stated they saw the surgeon yesterday and the managing physician was seen on (B)(6) 2025 and mentioned they will go back on (B)(6) 2025. The caller will call back if they need any further assistance. Additional information received indicated that while on the call, the caller stated that since the current pump was implanted, the patient was doing very well.